Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
On (B)(6) 2017, during intra-aortic balloon (iab) therapy their was an alarm generated 'blood detected' and blood was seen in helium line of the mega 7.5 fr. 40cc iab catheter up to the machine. The mean arterial pressure decremented in 10 minutes to a mean arterial pressure of 58. The iab catheter was replaced to continue therapy. The patient died 3 days later, on (B)(6) 2017. The facility does not attribute the death to either the iab.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.05cm in length. The evaluation confirmed the reported problem. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
On (B)(4) 2017, during intra-aortic balloon (iab) therapy their was an alarm generated 'blood detected' and blood was seen in helium line of the mega 7.5 fr. 40cc iab catheter up to the machine. The mean arterial pressure decremented in 10 minutes to a mean arterial pressure of 58. The iab catheter was replaced to continue therapy. The patient died 3 days later, on (B)(6). The facility does not attribute the death to either the iab.